Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was returned and analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).

Event description:
It was reported that within two weeks of the implant procedure, the right ventricular lead threshold increased. Lead re-positioning was attempted, but tissue was adherent to the lead, so the lead was explanted and replaced. No patient complications have been reported as a result of this event.